Manufacturer narrative:
A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that an air leakage at the junction of the endotracheal intubation bladder occurred, causing the patient to slip off the tracheal catheter. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.